Event description:
It was reported that this pacemaker exhibited a signal artifact monitor (sam) episode leading to the deactivation of the minute ventilation (mv) sensor. During this event the patient was hospitalized due to an orthopedic procedure. Technical services (ts) was consulted and discussed that there were multiple inappropriate atrial tachy response (atr) events and a false signal artifact monitor (sam) episode related to oversensing of electrocautery noise from the patient's orthopedic procedure. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.